Manufacturer narrative:
The inari devices were not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings . Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warnings: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and collapse the self-expanding element into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Never advance or torque the artix mt against resistance without careful assessment of cause of resistance using fluoroscopy." The device labeling includes the following precaution: "use caution when manipulating or advancing through a stent or graft." Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2026, a patient underwent an arterial thrombectomy using inari devices. The patient had preexisting stents in their right superficial femoral artery (sfa) placed three months prior and the patient's right leg was no longer functional. Visual inspection of the stents using angiography and fluoroscopy revealed the stents were overlapping and stented most of the patient's sfa. There was no blood flow observed inside of the patient's stents. The artix thin-walled sheath (artix sheath) was placed and the artix mechanical thrombectomy device (mt8) was advanced through the artix sheath to the mid sfa. Clot was removed after one pass with the mt8 and no noted stent interaction occurred. Eight more passes were completed and an angiogram revealed limited flow through the stented area. The medical team then attempted to complete a pass from the middle of the stent where resistance was met and extra force was used to retract the mt8. Under fluoroscopy, the medical team visualized the middle stent migrated into the proximal stent and noticed metal poking out of the mt8 coring element when the device was removed. With further assessment, the metal piece appeared to be a part of the patient's preexisting stent. Balloons were expanded in the stented area with no issues observed. Additional stents were placed and as a result of the new stents and ballooning, full blood flow was seen to the area and there was no harm to the patient. During a follow up discussion with the physician two days following the procedure, the physician reported the patient was doing well.